Event description:
It was reported that the patient underwent generator replacement on 12/18/2014 due to end of service. System diagnostics showed output=ok/dcdc=2/eri=yes. The explanted generator was discarded and therefore cannot be returned for product analysis. The physician reported that the patient¿s increase in seizures was in no way related to the vns. The physician stated that the vns was actually extremely helpful. The device was almost at end of life and was replaced. The patient was now reported to be stable.

Event description:
On (B)(6) 2014, it was reported that the patient is having an increase in seizures that started in (B)(6) 2014. The patient had been seizure free and then began to have 3-4 seizures per month. He denies any change in medication or trauma to his neck/chest area. The patient has had the device so long that he cannot feel the stimulation or notice voice changes but his voice change can be heard in conversations. The physician referred the patient for generator replacement based on battery life calculations. Although surgery is likely, it has not occurred to date.